Event description:
It was reported that while moving a pt off of the CT table, a tech caught thumb between the cradle and the table base at the foot end of the cradle. An x-ray taken in the ER revealed that the thumb was broken. Stitches were also required to repair a cut. This was caused by multiple events. The cradle was not driven all the way back to the home position before they began moving the pt. The techs were pulling on a pt sheet to move the pt. The table is designed to allow the longitudinal drive motor clutch slip to allow pt removal from the bore in the event of power failure. The techs were pulling the sheet outward and over at the same time causing the cradle to move longitudinally toward the home position. When the cradle moved, it caught the tech's thumb at the foot end of the cradle.